Manufacturer narrative:
The patient¿s weight was not provided. Reference MFR report #2916596-2017-02695 for the report of the patient's previous admission for infection. (B)(4). Approximate age of device ¿ .  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that after being discharged from the hospital the patient experienced increasing tenderness and redness of the abdomen despite being on antibiotics infusion. The patient presented to the emergency room with cellulitis and worsening driveline infection. Infection was described as bacterial located at internal pump component/inflow or outflow tract. The patient was hospitalized and medically managed. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.